Event description:
It was reported that the patient developed a driveline infection to staphylococcus epidermisis and corynebacterium tuberculostearicum. A urine and respiratory sample were positive for cytobacteriology. Changes were made to the patient's antibiotic medications. On (B)(6) 2022 the patient had a recurrent episode of atrial fibrillation treated with IV amiodarone and required 1 external shock.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported infection, cardiac arrhythmia, and renal dysfunction could not be conclusively determined through this evaluation. According to the account, the patient¿s renal dysfunction was due to dehydration. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists infection, arrhythmia, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6, ¿patient care and management¿, outlines care instructions in reference to preventing infection, including exit site treatment. The heartmate 3 lvas patient handbook is also currently available. This document provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.